Event description:
A high reading issue was reported with the adc meter. Customer reported receiving a message 'hi' (reading > 500 mg/dl) and experienced feeling tired. Customer had contact with an hcp and was treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the freestyle meter were reviewed and the dhrs showed the freestyle meter passed all tests prior to release. DHR for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc meter. Customer reported receiving a message 'hi' (reading > 500 mg/dl) and experienced feeling tired. Customer had contact with an hcp and was treated with intravenous glucose. There was no report of death or permanent injury associated with this event.